Manufacturer narrative:
Received 1rack of 454334/b22113rc for evaluation. We have no remaining inventory of this material/batch. Production documents were reviewed and not deviation was detected. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated. .

Manufacturer narrative:
Complaint (B)(4) a date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still ongoing. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
The customer advised the blood collection tubes will not fill to the line.